Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted, the stylet was still inserted in the lead and dried blood and tissue were present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. A cut was found in the insulation, confirming the physicians manipulation.

Event description:
Boston scientific received information that during an implant procedure, this lead was repositioned multiple times until helix was unable to extend/retract properly thus preventing it from being placed. Physician did not followed the sales personnel recommendation of 1 rotation per second when extending/retracting the lead's helix and also punctured the insulation of the lead to put a wire to maintain access. The lead was removed/replaced prior to pocket closure. No adverse patient effects were reported.